Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced low blood glucose. The customer also reported experiencing a seizure as a result of their low. The customer's blood glucose was unknown. The customer treated their low blood glucose with a glucagon shot. Customer drive support cap appeared to be normal during troubleshooting. It was also found the customer's time was incorrect on their insulin pump. The customer was assisted with fixing their time and was advised to monitor their insulin pump. No additional information provided.